Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The service representative repaired the reported problem. The system operates as intended.

Event description:
The customer reported that there was a problem with the display on the stenoscop system. No patient injury was reported.